Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 11/24/2015 device evaluation: the pump has been returned to animas and evaluated on 11/11/2015 with the following findings: the pump¿s black box showed several unexpected pump reboot events. The battery compartment was cracked from threads down to the case seal on the side. The battery cap was fastened and then unscrewed a half turn with no reboot events occurring. The prime steps were performed correctly with no power interruption or any alarms occurred during the investigation. The alleged issue could not be duplicated.